Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for several second. The device was removed without any problem, and the procedure was completed with another of same device. There were no complications experienced by the patient as a result of this event.